Event description:
It was reported that multiple intermittent occlusion alarms occurred. The customer's blood glucose level was 340 mg/dl. Customer changed cartridge and infusion set to address the issue.